Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high/undefined pacing impedance and possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.